Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in pump shutdown. The customer's blood glucose (bg) was high; value not provided. Customer administered manual injections to treat elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.